Event description:
It was reported that the package sterility was compromised. A 2.00mm peripheral rotalink plus was selected to treat the target lesion. Prior to unpacking, it was noted that the corner of the packaging was open. The device was not used. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).